Manufacturer narrative:
Calibration was last performed on 13-jan-2022 and was acceptable, however, this calibration frequency is outside of the recommendations in product labeling: "renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot. After 7 days (when using the same reagent kit on the analyzer). As required: e.g. Quality control findings outside the defined limits." Qc was acceptable prior to the event. The customer used a sample clotting time of within 20 minutes; most manufacturers recommend a clotting time of 30 minutes. "Abnormal sample aspiration" errors were observed on the alarm trace data. These are indicators of possible poor sample quality. Based on the information provided, the cause of the event could not be determined. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas 6000 e 601 module. The initial result was 1311 pg/ml. This result was reported outside of the laboratory where it was questioned by the clinician. On (B)(6) 2022 the repeat result was 31.35 pg/ml. The sample was sent to an external laboratory where the result from an unknown method was 35.60 pg/ml. The estradiol iii reagent lot number was 56672601 with an expiration date of 31-aug-2022.